Manufacturer narrative:
Concomitant medical products: product ID: bi71000176r, serial/lot #: rev. 1 : s/n (B)(4). Product ID: bi71000195, serial/lot #: rev. A : s/n (B)(4). A medtronic representative went to the site to test the equipment. Testing revealed that the power conversion and power tray were replaced. A system checkout was successfully performed. The system then passed the system checkout and was found to be fully functional. The power tray was returned to the manufacturer for analysis. Analysis found that the reported issue could not be confirmed with the power tray. The power conversion enclosure was returned to the manufacturer for analysis. Analysis found that the reported issue could be confirmed; it failed bench testing as transistors were found to be shorted. Analysis found that the reported event was related to an electrical issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used during a procedure. It was reported that the system gantry stopped moving with patient on the table. The system was rebooted and the issue resolved. There are no additional procedure details available at this time.